Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were seeing scrolling battery lights on the recharger. They reset the recharger. Pt reported they left their recharger plugged in the entire time when they weren't using it (confirmed dock was plugged in, using correct charging cord for docking station and that dock was getting power), but reported when attempted to use recharger today, they were seeing rapidly scrolling battery lights. Pt stated they have attempted to "reboot" but stated that has not resolved it. Pt stated it was working fine before this started today. Pt attempted to reset recharger on the call both on and off the docking station but reported that did not resolve the issue. Pt reported when resetting recharger off the dock, the battery lights would go out but t hen would come back on and continued rapidly scrolling. Pt reported recharger did not power on and stated they didn't recall ever seeing the recharger power light turn on (pt stated they don't recall ever having a recharger that the power light was on when turned on). Patient services reviewed recharger general overview. Pt stated they are week behind on charging and stated "it only really lasts me two weeks". The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6)) found no anomalies were visually observed. Patient complaint was confirmed. Led's scroll continuously, device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.